Manufacturer narrative:
Three good faith efforts were made to obtain additional information on event and microtesting report. However, no reposne received. Since no additional information was received regarding reprocessing and culture test results, root cause could not be specified. The device was not sent to olympus and device inspection could not be performed. The instructions for use (IFU) warns against improper reprocessing with the direction that ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ll gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during routine culture of scope. The customer reported that the microtesting conducted by a third party lab detected presence of microorganism (reading under 10) and they were waiting on the second test results. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.